Event description:
The prosthesis was implanted in the morning- no special incidents, clotting was okay. The usual applications of 5000 units of heparin was used. In the afternoon the pt experienced severe hematoma formation and returned to surgery for revision. The venaflo leaked at several places. The leak was irrespective of the anastomoses. The device was explanted and replaced with another graft.